Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system: 240 (9:34), 244 mg/dl (9:35 pm), 55 mg/dl (9:44 pm), 143 mg/dl (9:50 pm), and 70 mg/dl (9:52 pm). Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.